Event description:
A pt with non-hodgkins lymphoma (nhl) was transplanted with stem cells frozen in four containers (total cell dose 3.3 x10^6/kg) in 2003. Two of the bags were found broken after cryopreservation and storage and prior to thawing. The pt received cells from the broken bags, and was given an antibiotic "rozefin", during transplantation because of the sterility risk. Follow-up info states that the pt was successfully engrafted.